Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. Customer stated that the contacts on battery cap were not missing or damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes stated failed battery alarm and failed battery test. Pump monitored for several days. Unit received with all operating currents within spec and passed. Error test and displacement test. No unexpected failed battery alarm anomalies noted. Pump history download using thds was successful. However, alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap, reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.